Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem(unable to communicate with a monitor) has been confirmed. Upon investigation there was a cut along the trunk cable that severed the orange (+5v), yellow (pgnd), and brown (-5v) wires. The cause of the failure was isolated to the severed wires. The root cause of the severed wires was physical abuse. No adverse event resulted from the defective electrode belt.